Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center displayed a red colored solid image with no actual image on the background. The customer changed the scope, the videoscope cable, the dvi cable, and the monitor but the issue persisted. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed due to a faulty printed circuit board. The evaluation found a solid black image and not a solid red image and additional non reportable events: the receptacle was loose and there was a minor dent on the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.